Manufacturer narrative:
Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection did found the device was intact. The customer stated problem was not confirmed. Could not repeat customer stated problem during testing. Noticed error code 41541 in event history log multiple times. The latch lock flex cable was replaced as a preventative measure. The root cause could not be determined. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Event description:
It was reported the device displayed error code 41541, 2003 during testing. No patient injury was reported.